Event description:
During an epiduroscopy procedure karl storz flexible scope was used with a flexible cannula. When the doctor experienced difficulty in moving the scope he decided to withdraw it. When the scope was removed the distal end approximately 1.5" angle cover was missing and the black and gray channels were visible. Open surgery was performed and the missing pieces were removed. Pt is doing well.